Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance changing a 23-inch, 6 mm steel contact infusion set; the agent guided the user through the detach and supply change, after which insulin delivery resumed, and the user reported a probable user error during prior attachment that corresponded with elevated glucose. Symptoms included elevated blood glucose up to 349 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged hyperglycemia outside the target range for approximately three hours without use of backup therapy, ketone testing, professional medical intervention, or other assistance. Investigation included remote troubleshooting and user education, with additional training scheduled. Investigation of this case revealed no device malfunction reported and suggested user handling or attachment error as the likely contributor, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors.